Event description:
It was reported an animal underwent an unknowed procedure on an unknown date in 2023 and suture was used. The suture keeps breaking when the surgeon tries to tie a knot, no adverse consequences were reported. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: patient status/ outcome / consequences was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, no. Is the patient part of a clinical study: unknown, no. Additional information has been requested and received. Device return status sent to the sales rep, via system email; pcf activity updated. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Device return status. Please document the shipment tracking number: none of patients suffered any consequences. There was just extra suture that needed to be opened to finish the surgery. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. How many animal events occurred where sutures broke during tying pdsii / z451g for this event/veterinarian. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional information was requested and the following was obtained: how many animal events occurred where sutures broke during tying pdsii / z451g for this event/veterinarian. Here is the answer for the last question: at least 4 times. Here is some extra info: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown, no. Is the patient part of a clinical study? Unknown, no. None of the patients suffered any consequences. There was just extra suture that needed to be opened to finish the surgery.